Manufacturer narrative:
Patient information was refused to be provided by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The medtronic representative (mr) could not replicate the issue. The system hard drive was 21% full with exams. The mr uninstalled/installed the software. Accuracy was verified with a resin head. The mr did notice that the site often leaves cd's in the disc drive after importing the patient, and the drive is constantly spinning even while in navigate. It was unknown if that contributed to the issue or not. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the system went unresponsive during the surgery. After the system was left unattended for about 10-15 minutes, the system would go unresponsive and the mouse would not work. The surgery was completed with navigation and there was no impact on patient outcome.